Event description:
The recipient fell on her head and in situ measurements showed affected channels. The user was re-implanted. It was stated in the device explantation report that the active electrode lead was found damage before device removal.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell on her head and in situ measurements show affected channels. Re-implantation is considered.